Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: promus element mr ous 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. The struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a break at approximately 170mm distal to the strain relief with multiple kinks along the full catheter length. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x38mm promus element ¿ long drug-eluting stent, the stent strut was noted to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00x38mm promus element ¿ long drug-eluting stent, the stent strut was noted to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.